Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID neu_recharger_acc, product type: recharger. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported the patient programmer would not do telemetry with antenna and the programmer antenna would not stay in the antenna jack. The patient also had issues recharging, the recharger (insr) cable was frayed; wires were cracked and split. Replacement programmer and insr antenna were requested. It was later reported that the patient had not recharged and was on vacation. Patient had received a new antenna about week prior. Last time stimulation was felt was about a week prior to (B)(6) 2013. Patient had hooked up to the recharger after she received antenna and recharged for "about %min." Insr turned off and then the patient had left on vacation. The last successful recharging session was about two weeks prior to (B)(6). Patient normally recharged every other day. It was suspected that the implantable neurostimulator (ins) might be overdischarged. Additional information received from the manufacturer's representative reported that the patient's implantable neurostimulator (ins) had been in an overdischarge (od) condition for about 2 years and the representative met with the patient to recover the device on (B)(6) 2015. The representative had performed 3 physician recharge mode (prm) procedures and could not pull the ins battery out of the od state. It was noted that the patient left because they could not sit for more than 3 prms. The representative was going to meet again with the patient to try to recover the ins battery. The representative met with the patient again and reported it took 8 prms to get the ins out of overdischarge and they were able to get ins back to charging with 6 coupling boxes. The representative tried to interrogate the ins, but could not and believed it was because the ins just discharged again and the patient needed to charge before the representative could communicate and clear the por (power on reset). The representative was set to meet with the patient again. Further information received from the representative reported that 9 pmrs were done and now the ins was working, but the patient was only getting 2 days between full and empty. Recharge calculations showed it should be between 8-10 days indicating battery damage due to extended overdischarge. The patient was not getting all the coverage she needed but very happy with therapy. The doctor may decide to do a revision. The indication for use for the implanted device was noted as cervical radiculopathy. If additional information is received, the event will be updated.